Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion and prime test. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown at time of incident. The customer's current blood glucose is 117 mg/dl. The customer stated that she took the pump off before a cat scan. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.